Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the balloon burst during utilization. The pieces of the burst balloon were retrieved by the surgeon. No pt injury reported. No add'l info available at this time.